Manufacturer narrative:
Additional information received on 13 january 2017 and includes: the revision is not scheduled yet. Batch review performed on 06 february 2017. Lot 104021: (B)(4) items manufactured and released on 12 january 2011. Expiration date: 2015-12-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Manufacturer narrative:
On (B)(6) 2017 the medical affairs director performed a clinical evaluation and commented as follows: late aseptic loosening of femoral stem in cementless tha after 6 years, on a woman of medium age and weight. Aseptic loosening is a possible late adverse event of tha, described in literature. In this case, no apparent cause can be identified from the supplied documentation. Radiographic signs of proximal loosening and distal fixation are visible in the x-rays, cause for progressive distalization of stress transfer not identified.

Event description:
Amistem-h loosening after 6 years, visible on scintigraphy exam. The patient was painfull on the leg.